Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that both the right ventricular (rv) and right atrial (ra) leads dislodged. The rv lead was displaying intermittent capture with increased thresholds, undersensing as well as oversensing. The ra lead was displaying increased thresholds and oversensing was also noted. Both leads were successfully repositioned. No additional adverse patient effects were reported.